Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) ,and patient concerning patient with an implantable neurostimulator (ins). An over-discharge was reported. It was reported patient hasn¿t charged for over a year due to other health issues that took priority. Health related issues not related to stimulator. Physician already discussed ins replacement, but patient wanted to attempt getting started up again. A physician recharge mode (prm) performed 1x with no success. Patient didn¿t want to sit any longer because it was uncomfortable for him. Patient will discuss battery replacement with wife, and call physician once a decision is made.